Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplement MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no harm/impact to patient." (No consequences or impact to patient). Product problem(s): "poor aspiration." (Aspiration issue). A customer reported, during surgery the aspiration was poor using a 23 gauge cutter. The cutter was replaced and the problem resolved. There was no patient harm reported.